Event description:
The customer reported that the heartstart mrx was failing op check for an ECG cable failure. There is no indication of patient involvement.

Manufacturer narrative:
(B)(4). Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.